Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure, continuing for 3 days. Symptoms/ae: hypotension. It was reported that during post-procedure recovery of a right internal carotid artery stenting, the pt became hypotensive, and a levophed drip was initiated. The pt stabilized and the levophed was stopped. After transfered, it was required to restart the levophed. The pt was weaned off the levophed, and in 2007, the pt was transferred to telemetry, and was discharged to home on the following day. The pt's blood pressure was reported at discharge. Though requested, no additional information was available. Study event.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.